Manufacturer narrative:
(B)(4). Batch # l54g70. Loading technique, damaged wedge sled the analysis results found that the ntlc75 device was received with the halves mixed and with a reload loaded in the device. The reload was returned with the right side fully fired and the left side with only (B)(4) drivers up. Further analysis of the cartridge showed that the wedge knife assembly was broken, causing only (B)(4) staples to be deployed on the left side. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that prior to an unknown procedure, the blade would not go forward. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.